Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :according to the information provided, it was reported by sales rep via complaint submission tool that during a meniscal repair the needle of a truespan meniscal repair system peek 12 degree was broken. The complaint device was received and evaluated. Visual observations reveal that the needle was not broken, was intact. In addition, the gun had the first implant deployed and the second implant still within the needle shaft assembly. Besides, the silicone sleeve was damaged as it was found a crack in the distal part. The functional test was performed in the meniscal gum sample making the second firing satisfactorily and the red trigger functioned normally. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device [6l60816] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair, it was observed that the needle of a truespan meniscal repair system peek 12 degree was broken. The broken needle was removed from the meniscus. A new device was opened to complete procedure. No surgical delay or patient consequences reported. No additional information was provided.